Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump, but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2425 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. An internal inspection of the cycler identified visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. The cycler passed the mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler was blank during ¿treatment complete ¿ unknown step¿. They pressed the ok and stop keys and touched the screen, but the screen remained blank. Although the ok and stop keys lit up and made noise when pressed, the screen was blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The contact was advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. It was confirmed the patient had continuous ambulatory peritoneal dialysis (capd)/manual supplies, and they were trained to perform manual pd therapy. Upon follow-up with the patient¿s pd nurse, it was confirmed the patient was able to complete their treatment on their cycler the day of the event. The patient did not experience any adverse effects or require medical intervention as a result of the reported issue. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.